Manufacturer narrative:
The customer complained of a questionable negative cmv igg result for an additional patient sample (patient 2): on (B)(6) 2025, the result from the e801 analyzer was <0.15 u/ml (negative). The result from the vidas method was 8 au/ml (positive). Sections b6 and b7 were updated. For patient 1, the initial report stated: "the result from the e801 analyzer was <15 u/ml (negative)." This should say: "the result from the e801 analyzer was < 0.15 u/ml (negative)." Sample material was requested for investigation.

Manufacturer narrative:
Calibration and qc were acceptable. Sample material was requested for investigation, but was not provided. As no sample material was available, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned a negative result for 1 patient sample tested for elecsys cmv igg (cmv igg) on a cobas e 801 analytical unit. The result from the e801 analyzer was < 15 u/ml (negative). The result from a competitor method was 38 (positive). The unit of measure was not provided.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The competitor method was vidas.